Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was returned to the manufacturer post mortem from a medical examiner. The device was analyzed and tested out of specification. The information received from the medical examiner indicated the cause of death was not related to the out of specification finding.